Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1) 419 mg/dl and 102 mg/dl 2) 460 mg/dl and 133 mg/dl 3) 500 mg/dl and 200 mg/dl the comparisons were performed on different dates. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.